Event description:
Customer reported one sars-cov-2 tma run, wl 003545-20201001-16, using assay lot 278151 on panther instrument sn (B)(4) which had a discrepant sample. The sample tested positive on a biofire platform (qualitative assay), but when a dilution was run in duplicate on the panther, it had one negative and one positive result. A new sample made with the original sample was retested in duplicate with a positive and negative result. The results were for a study and so not reported out.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed customer's findings. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues; both runs had typical kinetic curves and consistent control rlu values. Pas concluded the sample was likely low-target or was mishandled. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua200014), aptima sars-cov-2 (eua200734), and aptima sars-cov-2/flu (eua202959). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.